Event description:
It was reported the high voltage lead impedance was high during implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.